Event description:
It was reported that upon interrogation, noise was observed. External interference is suspected. The physician elected to take no action at this time. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.